Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the top cover and on the safety clamp. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The touch screen test failed. When powering on the cycler the ok, stop, and up/down arrows push buttons illuminated, however the front panel display remained blank. It was identified that the cause for the blank screen was due to an internal short on the transformer (t1) on the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed, and the display became fully operational. The functioning inverter board was removed at the completion of the investigation. There were visual indications of dried fluid on the inside of the rear panel, on the baseplate under the pump, and on the bottom cover under the pump. The cause of the observed dried fluid could not be determined. The mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient called fresenius technical support to report the liberty select cycler screen went blank during dwell 2 of 4 of treatment. The patient pressed ok, stop, and touched the screen but the screen remained blank. The ok and stop keys made a sound when pressed. The patient rebooted the cycler and the ok and stop keys lit up but the screen remained blank and did not come back on. At that point in time, the patient was advised to discontinue use of the liberty select cycler and a replacement cycler was issued. It was reported alternate treatment was available. It was confirmed that no patient adverse effects were experienced and no medical intervention was required. The patient was unable to complete treatment using the cycler and reverted to manuals on the night of the reported event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.